Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. After further evaluation of the medical records, the investigation confirmed a positioning problem, but it was inconclusive for a patient-device interaction problem. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced a positioning issue and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the 43 year old female patient was not provided.